Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent revision procedure due to pain and fluid buildup.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: blackish-colored fluid; small pseudotumor anteriorly, eroding a bit of the bone at that site; taper had blackish debris the information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update: 04/08/2014 - litigation received. Litigation alleges elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: 05/04/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).depuy still considers this investigation closed.

Event description:
Update rec'd 04/24/2014- plaintiff's preliminary disclosure form was received, which identified side information and part/lot were identified from patient sticker sheet. Doi will be updated. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/12/2014.